Event description:
Patient was placed on lvad support in 2006. Bleeding was observed through the graft, requiring multiple blood products and several trips back to the operating room. The physician wrapped the graft in bovine pericardium, but bleeding remained a problem. Patient expired in 2006 of 'multi-system organ failure' (msof).

Manufacturer narrative:
The sample was not returned for evaluation. Feedback from the physician indicated that the device did not cause patient death.